Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device powers down and an error message appears on the screen during an unspecified procedure involving an olympus ultrasonic lithotriptor. There was no patient injury reported.